Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: p1501dr, implanted: (B)(6) 2008; 4076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead had decreased sensing. The lead will be explanted and replaced. No patient complications have been reported as a result of this event.